Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided). Reportedly, cause was unknown, however the customer's non-tandem continuous glucose monitor was not providing readings, which contributed to the bg levels. Multiple contact attempts were made by tandem technical support to follow up regarding the issue, however, a response was not received.